Event description:
New information received notes post-paced t-wave oversensing (pptwos) was noted on the ICD. Programming changes were performed to resolve the issue. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing. No changes or intervention was reported. The patient condition was unknown.